Event description:
It was reported that the programmer radio frequency (rf head) would not interrogate a patient's device. Another programmer was brought in to complete the device interrogation. Technical support (ts) recommended some troubleshooting options to the caller to try before returning the programmer for repair. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).